Event description:
It was reported that the customer was taken to the emergency room due to an infection caused by the sensor. Caller stated that the customer had a surgical procedure to remove the infection. Caller stated that he notice that the customer's leg started to hurt and it was swollen where the sensor was inserted. Caller stated that the customer experienced high and low blood glucose prior to hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-80712 and 2032227-2014-00405.